Event description:
It was reported that the valve was overdraining and was explanted.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage testing. The valve met specifications for pressure/flow and preimplantation testing. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.